Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data of (B)(6) 2023 highlighted a possible ventricular lead issue. - the unipolar spike captures (according to the surface ECG analysis done by the healthcare team in the center) and the bipolar egm is intermittently flat may show a defect on the proximal wire of the lead on the ventricular lead; - the huge and non-physiological ventricular deflexions may show a conductor fracture on the ventricular lead; - the low and unstable lead impedance may show an insulation defect on the ventricular lead; there is no telemetry or display issue during the atrial pacing threshold test. No general malfunction is suspected on the eno device.

Event description:
Reportedly, the ventricular egm became flat during the atrial threshold test.